Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced significant pain and noted that their stimulation was not functioning. The patient observed an error message on their handset instructing them to contact the manufacturer but could not recall additional details of the message. The therapy device indicated it was on, set to group b, with intensity at normal levels. Patient noted they tried to increase the intensity, but felt nothing. The patient reported that stimulation briefly activated for a few seconds before turning off again. The patient also noted that the handset typically takes a long time to connect with the communicator, although on this occasion, the communicator connected much faster than usual after troubleshooting. The patient confirmed their implant battery was charged and not depleted. Troubleshooting steps included restarting the device, closing all applications, toggling airplane mode, and resetting the communicator. Following these steps, the patient reconnected through the mystim rc application and reported that the device connected more quickly than normal. The patient was advised to monitor and document any further error messages and was redirected to a representative for further assistance with the issue of stimulation intermittently turning on and off.